Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 20. Details of surgery: immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.